Manufacturer narrative:
(B)(4). Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device was found to be in safety mode with limited critical therapy still available. Boston scientific technical services (ts) indicated that a memory corruption occurred, and the device could not recover. Ts explained that this can be caused from a procedure where electrocautery was used in close proximity to the pacemaker device, or from radiation therapy or a magnetic resonance imaging (MRI) scan were protection mode is not activated on the device. The healthcare provider (hcp) indicated that they will discuss this further with the boston scientific representative (rep), who had just arrived. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device was found to be in safety mode with limited critical therapy still available. Boston scientific technical services (ts) indicated that a memory corruption occurred, and the device could not recover. Ts explained that this can be caused from a procedure where electrocautery was used in close proximity to the pacemaker device, or from radiation therapy or a magnetic resonance imaging (MRI) scan were protection mode is not activated on the device. The healthcare provider (hcp) indicated that they will discuss this further with the boston scientific representative (rep), who had just arrived. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.